Event description:
It was reported that during a post-surgery checkup, the patients right atrial (ra) lead had failure to capture. Chest x-ray performed and revealed ra lead dislodgement. The lead was successfully explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: update a3a section: the patient¿s gender is male.